Manufacturer narrative:
Emdr section h6, codes c19, d1102 and d15 updated to reflect results of product evaluation. Evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. While the cause of the catheter breakage could not be determined with the device as returned, the nature of the observed damage confirms the failure. The reported inability to withdraw the catheter cannot be confirmed in the laboratory setting, therefore root cause is unknown. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of lower extremity artery disease of the bilateral iliac arteries using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the treatment, a vbx device was implanted in the left common iliac artery. A second vbx device was inserted without resistance and deployed in the right common iliac artery. When removing the delivery catheter, resistance was felt. After confirming that the catheter shaft had been retrieved into a sheath, extra force was applied to pull the catheter, resulting in catheter breakage. The separated catheter was removed with the sheath. No clinical sequelae were reported.